Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: upon completion of the venipuncture, the tech activated the pink safety shield which disconnected from the hinge point and fell off completely. This occurred 2-3 times in a short span of time with different patients.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 18-mar-2022. H6: investigation: bd received 48 samples for investigation. Twenty (20) of the samples were chosen at random and evaluated by functional shield testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: upon completion of the venipuncture, the tech activated the pink safety shield which disconnected from the hinge point and fell off completely. This occurred 2-3 times in a short span of time with different patients.